Event description:
According to the event description: two community nurses reported an excessively rapid flow rate: infusion pumps filled to 120 ml for a planned 12-hour administration were empty after 9 to 10 hours. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4) premarket submission # k081905.